Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's medtronic diabetes therapy consultant reported via email that the customer's blood glucose levels ranges from 55 mg/dl to 400 mg/dl. The patient's highs and lows sneak up on her. She usually has more lows during the day when she is more active, but she can also wake up with a blood glucose exceeding 200 mg/dl in the morning. The patient also had a diabetic ketoacidosis event over a year ago due to an insulin pump malfunction. The customer declined assistance from the 24-hour helpline. No products were shipped or returned.